Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure an occlusion was observed within the bifurcated body limb. The patient presented with a narrow distal aorta. The physician considered using an aui device; however, decided to place a bifurcated body. Kissing balloons were used bilateral through the bifurcation. Then the right side was ballooned one more time with a reliant balloon without supporting the left side and the physician noted that as the contributing factor for the event. While in recovery, the patient complained of numbness of the leg. The physician brought the patient back to the or and opened up both groins. The physician intervened with bilateral kissing balloons 10 x 40 through the bifurcation and the condition resolved. The patient then had good pulse. No clinical sequelae were reported and the patient is fine. A review of a single returned cta image showed that one (1) of the two limbs appeared to be completely occluded; the other limb was patent. The location or cause of the occlusion could not be determined from this image.

Event description:
Additional information was received for this case. Physician performed a fem-fem incase the limb went down. The fem fem occluded and the physician attributed the event to competitive bilateral flow. Both limbs of endurant graft are patent. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (bypass); related to another drug/device (fem/fem occluded). Conclusion: inherent risk of a procedure (bypass); another device caused failure (fem/fem occluded).

Manufacturer narrative:
(B)(4). Evaluation, method: (image). Evaluation, results: inherent risk of procedure (occlusion); patient¿s condition affected effectiveness of device (anatomy related; narrow distal aorta); evaluation, conclusion: known inherent risk of a procedure (occlusion); device failure related to patient condition (anatomy related; narrow distal aorta); user error contributed to event (procedural technique).